Event description:
It was reported by the clinician that the device displayed an alert indicating a possible lead issue. Several vf episodes were stored due to noise oversensing which occurred while the patient was undergoing surgery and cautery was being used. The alert was cleared successfully and dft testing was also performed successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.